Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. They were trying to increase their stimulation and stated the therapy was currently at 4.6 volts on program they stated when they tried to increase stimulation they got a message to turn therapy on. They stated the therapy was off. They stated they did not turn therapy off and they didn't know how therapy got turned off. They reported that was why it wasn't working. They tried to decrease the stimulation prior to turning therapy back on, but the screen did not change when they were trying to decrease stimulation and sync with the ins. Caller powered off and back on the programmer and they were able to decrease stimulation down to 4.2 volts. They wanted to turn the therapy on at 4.2 and noted successfully turning it back on. They increased to 4.3 volts and confirmed patient was feeling stimulation comfortably. They were going to monitor symptoms following change and follow-up with healthcare provider if not seeing improvement.